Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was broken. Full height drawer 5 was stuck closed and would not open. The customer stated that the drawer contained inhalers and important narcotics. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 5 had failed and required maintenance. A field service engineer removed the main station full height legacy drawer number five from the station, inspected the rear drawer components, and replaced the old-style small magnet latch in supp as well as the flat flex cable. After reinstalling the drawer into the station, the pyxis bus cable was reconnected and the station was restarted. The fse then logged into the hardware testing application and successfully completed the required diagnostic tests, after which the customer fully recovered the previously failed storage space and verified access to individual pockets with no issues or failures. The system functioned as intended after the field service engineer repaired the device.